Manufacturer narrative:
D2a and d2b: corrected the device common name and pro-code. D4: added device lot number, serial number, and UDI. D9: added the devices return information. H4: added device manufacturer date.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during patient transport to a computed tomography scan, a pump stop alarm and corresponding audible alarm occurred. Clinical staff reported no loss of impella flow, with all displayed metrics remaining stable and unchanged. The patient¿s hemodynamic status also remained stable throughout the event. Staff stated that they did not interact with the controller during the occurrence. The alarm appeared to be self-limiting and resolved without intervention.